Event description:
I got a new resmed, airsense 11 autoset, CPAP, (B)(6) 2022. On (B)(6) 2022, it stopped communicating data to resmed and therefore lincare, my doctor and the iphone app myair lost data access regarding my CPAP treatments. I talked, by phone, to resmed (manufacturer), lincare (retailer) and my doctor. Resmed and lincare offered only one choice to reestablish data communications between the CPAP and resmed. The choice is to unplug the CPAP, wait a minute to allow all of the power to drain out, thereby allowing the CPAP to reset. Resmed and lincare both had me perform this action, but unplugging the CPAP has never resulted in reestablishing data collection. Not once did resmed or lincare ask to physically inspect the machine, all communications have been by phone. I did ask lincare that since the CPAP failed in its second month could I get a replacement. Lincare said "no", and it was not done politely. When I talked to resmed, at the end of their conversation, I was told to only contact lincare because I was a lincare customer not a resmed customer. Resmed says lincare is their customer. Page 2 of the resmed user guide, describes features dependent on a working data communications system that makes a data connection to the cloud a requirement not an option. The paragraphs follow: "over-the-air download of software updates. If the device is connected to the cloud, then the resmed software on the device will automatically and periodically download updates and upgrades to the resmed software on the device. Such downloads may be done by various means including, but not limited to, using bluetooth wireless technology, wifi and/or cellular networks and combinations of various wireless technologies and services. Such updates to the resmed software might include, without limitation, bug fixes, error corrections, security patches, and new versions and releases of the resmed software that may include changes to existing features or functions and/or the addition of new features and functions." Use of device data. When you use this device, it gathers and records data about your use and, if your device connectivity is enabled, the device sends certain data to resmed via the cloud to enable resmed to deliver various benefits to you and your care provider(s). Additionally, some of that data may be used by resmed (1) to comply with its legal obligations; these legal obligations include collection and analysis of device data for medical device post market surveillance and vigilance, and compliance with these legal obligations includes assessing if resmed is required to implement actions to improve device safety, usability and performance, and (2) to perform health-related research, study and/or evaluation for specific scientific and medico- economic purposes. It is now (B)(6) and I have a new CPAP system that is not delivering on the communication features for which I paid and resmed says is important. No one seems to have the ability to fix the broken data connection. My CPAP is working and I use it every night. Resmed though is not collecting this data. To them I am not using the CPAP and therefore, they report to post market surveillance that my machine is not being used. To me, resmed has a quality assurance problem on how restore clinical functionality of their product and the training of their vendors to do likewise. FDA safety report ID# (B)(4).